Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted. It was reported to patient services that it had a red alert for low pacing lead impedances on (B)(6) 2012. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).